Manufacturer narrative:
A burning smell and evidence of charred material was reported on the centrifuge unit. No injuries, smoke, or visible flames were reported. Fire department was not called.

Event description:
Customer reported burning smell and burnt wire on the unit.